Event description:
It was reported that the cleaning bristle got stuck in the tensioner after sterilization. No surgery was involved. This is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. The reported instance was not an anticipated service or warranty replacement issue. The report is 1 of 1 for (B)(4).

Manufacturer narrative:
A service evaluation was performed. The customer reported the cleaning bristle got stuck in the tensioner. The repair technician reported the release lever showed signs of wear and the springs felt weak. Lube/oil/clean is the reason for repair. The cause of the issue is unknown. No parts were replaced. This item was repaired, passed final inspection and returned to the customer on 19-may-2014. The evaluation was confirmed. Service history review: lot #p084000 no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 1-apr-2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Device was received; device currently in evaluation process. Investigation is ongoing; no conclusion could be drawn if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.